Manufacturer narrative:
(B)(4). A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 clips were taken from the current production p/n 544230 hemolok ml clips lot #73l1700074, the samples were functionally inspected, and during the inspection issue reported "clips snapped, broke during use" was not observed. The device history review for the product hemolok l clips 6/cart 84/box lot #73f1700194 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events

Event description:
Issue reported: when using clips on veins and arteries, the clips continually snapped. The clips snapped with a piece of the locking component breaking off. There was no patient injury.